Manufacturer narrative:
The onyx will not be returned for evaluation as it was consumed in the event. It was reported that the onyx that leaked from the rupture in the rebar was removed from the patient with the rebar microcatheter and no patient injury was reported as a result of the event. Reference MDR 2029214-2018-00149. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information stating that the microcatheter was kinked in the middle as it was placed in the sheath and then it ruptured. Liquid embolic was seen leaking from the ruptured location of the microcatheter into an unintended location in the patient. The liquid embolic was removed from the patient using the microcatheter already in place. The liquid embolic did not occlude any vessels in the patient. The microcatheter was changed and the procedure was completed. There is no injury to the patient and the patient was reported to be in good condition. The patient was undergoing treatment of pelvic syndrome congestion. The patient¿s vasculature was normal in tortuosity and the access vessel was the femoral artery with diameter of 6mm. The devices were set up as indicated in the IFU.